Event description:
Report received of the filter housing separating during a tpn infusion. The customer reports that the pt was receiving tpn via a broviac central line. The tpn was infusing between 22-25cc/hour. The extension set was in use less than 24 hours. During the patient assessment, the clinician noted a small amount of blood on the floor. It was then noted that "the casing of the filter had popped or slipped off from the filter." The actual filter and tubing were still connected to each other. The tubing set was disconnected. The facility typically places a clave valve at the end of the central lines. It was reported that there was a clot at the end of the clave valve. The clinician was unable to remove the clot. The IV team was called and the line was found to be clotted. The line was de-clotted by using tpa. The tpn infusion was then resumed. The pt did not experience any decrease in blood sugar. There was no report of adverse patient sequelae. Additional patient information was requested, but no further information was available.